Manufacturer narrative:
A specific root cause could not be determined. The field service representative changed the measuring cell and noticed that there was foam in some of the reagents. Analyzer performance testing was done. The most likely causes include an improper position of the sample tube due to the customer not using the recommended sample tube rack adapters and leading to the possible pipetting of an insufficient amount of sample volume. Other possible causes include foam on the reagent or improper functioning of the measuring cell. From the information provided, a general reagent issue could most likely be excluded. The provided calibration and qc data was acceptable.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys tsh assay result for one patient. The initial result was 0.031 uui/ml. The repeat results were 1.7 uui/ml, 1.69 uui/ml, and 0.027 uui/ml. After liquid flow cleaning (lfc) was performed, the result was 0.069 uui/ml. The sample was tested on another cobas e411 analyzer and the result was 1.70 uui/ml. This result was considered to be correct and was reported to the patient's relatives. The patient was not adversely affected. The reagent lot number was 179010 with an expiration date of 05/31/2017. The sample was initially tested in a sarstedt 5ml 13x75mm container and later tested in a sample cup. From the analysis of the calibration and control data, a general reagent issue could most likely be excluded.